Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised both black stabilizer bars that go from side frames to crossbraces are bent.